Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump infused the contents of container without alarming in the or. The medication was thought to be tranexamic acid. No patient harm was reported. The devices were sequestered for investigation after the event occurred.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed or replicated. Event log analysis showed that on (B)(6) 2018 at 9:39 am an infusion of tranexamic acid was programmed in anesthesia mode for a drug amount of 5000mg, a diluent volume of 500ml, and a vtbi of 400ml. The default rate of infusion was 9.5ml/hr. An bolus dose was then programmed with a dose of 10mg/kg and a duration of 60 minutes. The user selected yes to a guardrails alert of ¿bolus dose administration rate (infuse at:) is below guardrails limit of 25mg/min, proceed?¿ the bolus default rate of infusion was 95.3ml/hr. The bolus infused until the pump module was paused (anesthesia), stopping the infusion prematurely at 10:13 am. The total calculated volume infused is 54.797ml. Testing and inspection of the pump module showed no malfunctions, and the module was infusing within specification. The root cause of the reported over infusion was not determined.

Event description:
The customer reported that in the or the pump infused the contents of the container without alarming. The medication was thought to be tranexamic acid, and to have infused as a bolus over several minutes as a primary infusion. The event date was not provided but thought to be the last infusion programmed. The devices were sequestered for investigation after the event occurred and there was some brief programming/troubleshooting completed with the event device in the pharmacy after the event, but no other sustained device use. No patient harm was reported.